Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detached from hub during use on (B)(6) 2024. The infusion set was on use for 48 hours. The blood glucose level at the time of event was 350 mg/dl and the patient resolved the event by replacing infusion set and resumed insulin deliveries successfully. No further information available.